Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected re-initialization. Insulin pump had crack at back of reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.